Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that her husband¿s insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer¿s wife states there are several scratches as well as crack down the middle of the screen and the pump looks foggy. Troubleshooting was performed for damage and the wife states we have to get a special light to see on the pump screen. The customer¿s wife also states she need training on the pump because her husband, has dementia. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on display window and cracked on display window noted.